Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to instability. A 3x19 ts insert was revised to a 3x25 ts insert. Rep provided the revision usage sheet and reported that no further information will be available.